Event description:
I was reported that the customer was admitted to the hospital's intensive care unit with a low blood glucose level, value was not provided. Suspected cause was the pump delivering a bolus that was not requested. Technical support reviewed the pump logs and confirmed the pump was functioning correctly with no issues identified. The customer administered a glucagon injection to manage the situation, but received intravenous fluids of saline and a glucose drip. The customer was released on 8/24/25 with issue resolved and possible memory loss identified by the healthcare provider.